Manufacturer narrative:
(B)(4). The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the electrode body noted an insulation anomaly. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this electrode was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.